Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section b3 ¿ date of event: the date of the event was not reported. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that this was a mechanical thrombectomy to treat acute ischemic stroke. The procedure was performed by combined technique using react 71 catheter. The procedure was performed as usual. The emboguard 87, 95 cm (product code: bg8795u, lot number: 10293947) was confirmed to be completely broken. There was no negative impact to the patient. It is unknown if a continuous flush done. The devices were used according to the instructions for use (IFU).